Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer continued using the pump for insulin therapy until the replacement pump arrived.